Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer changed the cartridge, and continued to use the pump for insulin therapy.